Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit flu a+b 30 test physician veritor (mn# 256045), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that cx had one false positive ".

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that cx had one false positive.